Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the cruciate ligament reconstruction, the ultra fast-fix t2 implant fell off from the meniscus. The t1 was implanted into the meniscus, both ts were removed by tweezers. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received outside of original packaging. The t1 anchor was detached from the suture and not returned. The t2 anchor was still attached to the suture. The actuator and actuator tip had been fully functioned. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.